Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 22dec2020.

Event description:
The customer reported that the unit does not work on battery. The unit only works when connected to ac power. The field service engineer was able to verify the reported problem and ordered a battery for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported.

Manufacturer narrative:
H10 the field service engineer replaced the battery to resolve the reported problem. The unit was returned to use. No other abnormality was reported. H6: health impact code - the reported issue was found during device set up for use, with no patient involvement.